Manufacturer narrative:
The device has been received for eval; however, the device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.

Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was reported to be elevated at the time of the reported event, however, it was unclear if this was related to the issue with the pump. The customer stated that she will go home and administer a correction bolus.